Manufacturer narrative:
The device was received by the baxter service facility, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation the device had a delayed or intermittent keypad response on keys 1,2 and 3. The cause was identified to be a failed front case assembly including the keypad which were replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had a delayed or intermittent output on keypad numbers 1,2 and 3. No additional information is available.